Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2 complaint became non-reportable due to additional information received. Code (marker bands-dislodged) removed. Product evaluation show the marker bands did not dislodge.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the gold collars around a 5f 65cm 8 side holes (8sh) super torque marker bands (mb) diagnostic catheter should be every centimeter, but the several ones near the mid-portion became detached and clumped up. There was no reported patient injury. The device will not be returned for evaluation as it was already discarded. Photo of the device is available for review.